Event description:
Spinal cord stimulator model proclaim 3670 has issues connecting to controller (iphone). Intermittent "bursts" of pain felt but, in the past, I was unsure if that was my injury or the device. Unable to enter MRI mode as of (B)(6) 2025 at my doctor's office to perform an MRI to check my back. Unable to obtain MRI. Pending surgery scheduling. Proclaim implanted (B)(6) 2023.